Event description:
Home pt (hp) reports excess air in pt line of homechoice set noted after troubleshooting through an alarm situation during prime. Hp reports that forgot to open clamp on pt line after connecting the pt line extension. Hp reports baxter technician assisted hp in ending treatment and restarting with new supplies. No pt injury or medical intervention required per hp.